Event description:
Information received indicates the brake will engage at head end of the stretcher but not at the foot end.

Manufacturer narrative:
The technician found the connecting rod broken at the foot end preventing the brake from engaging. The technician replaced the connecting rod to repair the stretcher.